Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue. Guide catheter: launcher 6fr al1st. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy calcification and 90% stenosis. A 2.0x15 mm rx mini trek balloon dilatation catheter (bdc) was advanced without resistance to the lesion and the balloon was inflated for the first time at 12 atmospheres (atms). However, as the vessel was not fully dilated, the balloon was inflated for a second time to 14 atms and the balloon ruptured. The bdc was withdrawn from the patient anatomy without resistance and replaced with a non-abbott bdc. The lesion was dilated to 20 atms and a non-abbott stent was deployed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analysis identified several small holes in the shaft 6.3 cm proximal to the guide wire exit notch. A review of the lot history record identified no non conformances related to this lot. A review of the complaint history was conducted and identified other similar failure modes. Based on this analysis, it is determined the cause may be manufacturing related. Although the leak was confirmed, the issue appears to be isolated and not a systemic issue. The performance of these devices will continue to be monitored.